Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, patient's heart rate decreased. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the patient's device was completely dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction on b1 adverse event/product problem and b2.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, patient's heart rate decreased. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the patient's device was completely dead.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, patient's heart rate decreased. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the patient's device was completely dead. The physician documented that device was at end of life (eol). Further, the patient was implanted with a non boston scientific device. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.